Event description:
It was reported that the filterwire detachment occurred. A 190cm filterwire was selected for use. During the procedure, it was noted that the basket was broken on the device. The device never went inside the patient's body and the procedure was completed with a different device. No patient complications were reported.